Event description:
On (B)(6) 2013, the pt underwent an ascending aortic replacement to treat a type a dissection. Post-procedure evaluation revealed loss of pulses in the pt's right leg. A subsequent angiogram revealed there was no perfusion to the celiac, bilateral renal, or right iliac arteries. The dissection could reportedly be seen extending from the left subclavian artery down to the left common iliac artery. The visceral arteries were reported to be branching off the true lumen. On the same night, the physician implanted a gore viabahn endoprosthesis into the left subclavian artery, then placed a conformable gore tag thoracic endoprosthesis (tgu343420/11312898) at the level of the left common carotid artery. A follow-up angiogram reportedly revealed perfusion had been restored to the left arm, celiac, bilateral renal, and right iliac arteries. The procedure concluded without any reported complications, and the pt tolerated the procedure. On (B)(6) 2013, the pt suddenly expired. The cause of the pt's death is not available.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.